Event description:
Metal plate fell off the forceps. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history records were researched. No abnormal findings were identified. The visual investigation has shown that the carbide plate on the tip of the forceps came loose as complained. The investigation was not able to determine the exact cause of this occurrence. It is possible that during the soldering process not enough flux material was applied, which led to a weak bonding. The investigation determined this complaint to be valid a CAPA determination request has been initiated. (B)(6).